Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the center button and the right, left arrow buttons of insulin pump was not working when customer was giving a bolus. The customer blood glucose level was unknown. Customer was assisted with troubleshooting. Customer states the insulin pump was neither dropped nor exposed to moisture. Customer states block mode was inactive. Customer states an alarm was not in progress at the time the button was unresponsive. The customer stated that they could not continue the call and they would have to call back, so did not complete the troubleshooting guide. The device will not be returned for analysis.